Manufacturer narrative:
The reporter's meter was returned for investigation. Meter powered on without difficulty with retention batteries. No display defects were found during the investigation. The circuit board was tested for damage or contamination, none was found. The alleged malfunction was not reproducible. The product performed according to the specifications.

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. The investigation is ongoing. Occupation is lay user/patient.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The customer reported the meter's display screen has started to flash or flicker "over the last 4-5 testing sessions," and it has progressively gotten worse. The customer performed a display check and confirmed the entire screen lights up and no segments were missing, but the display flashes or flickers in unison. The customer confirmed the inr result from the date of the event, 2.8 inr, was difficult to read due to the display issue. The customer attempted to change the meter's batteries but the issue persisted.